Manufacturer narrative:
Analysis of the device log files determined that the customer was performing an excessive number of self-tests on the AED, which contributed to a reduction in the expected battery life. Further review of the logs also indicated that the customer had installed a partially depleted battery into the device. This contributed to a more rapid battery depletion than would be expected with a fully charged or new battery. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.